Manufacturer narrative:
Insulin pump received with drive support disk not loose, flush, protruded or sticking out. Insulin pump received with operating currents within specification. Insulin pump passed self test, error test. Insulin pump passed displacement test. However, insulin pump alarmed prime during basic occlusion test due to cracked end cap. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners, battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 157 mg/dl. Customer stated that the alarm was happening during an infusion set change. Customer pushed on the drive support cap when connected because it was protruding and it was about two weeks ago from a car accident. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.